Event description:
A healthcare worker (hcw) called to report that a disinfectant tank was overflowing during the wash cycle. The disinfectant valve would not close causing the overflow.

Manufacturer narrative:
Correction to initial report: the issue was resolved by the customer replacing the control board and valves according to the facility biomed. Asp did not service this unit; therefore, cannot confirm that the machine meets manufacturer's specifications. Correction to initial report: device was not returned to manufacturer nor evaluated by manufacturer. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR review revealed the unit met the manufacturer's specifications at the time of release. The service and complaint history for six months shows no similar issues with the unit. Trending analysis for the problem ''leaking from reservoir'' was reviewed and the trend is considered low. The fmea (failure mode effects analysis) was reviewed for all aer failure modes relating to leak and the overall risk numbers (rpn) are below the threshold of 100. The fmea (failure mode effects analysis) was reviewed for all cidex opa solution failure modes relating to spills/leaks and the associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed for user exposure due to spills. The risk is a category I. The hhe (health hazard evaluation) was reviewed and the associated risk is considered low. There were no reported human reactions due to the reported issue.

Manufacturer narrative:
An asp field service engineer (fse) advised the customer during troubleshooting to replace the control board and change all the valves. The fse explained to the customer how to and where to place the valves. The customer replaced the control board and changed all the valves. The issue has been resolved and the machine meets manufacturer's specifications.